Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report filed (B)(6), 2011.

Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2011 due to disassociation of the meniscal bearing from the tibial tray. The components were removed and replaced. No further information has been provided to date.